Event description:
It was reported that during surgery the air dermatome produced a non-unform skin graft. There was patient involvement with an unknown impact. No delay has been reported. Diligence is in process. No additional information has been received at this time.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h11. Review of the most recent repair record determined that the device would not power on. The control bar and ball plunger were not in the correct position. The internal retaining ring was missing. The lever, ball plunger, bearings and retaining ring were replaced. The control bar was readjusted resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Due diligence is complete and no additional information is available.